Manufacturer narrative:
Date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. (B)(6). (B)(4). The excised mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during a procedure performed on (B)(6) 2016 to treat stress incontinence. As reported by the patient's attorney, after the procedure, the patient experienced urinary incontinence and pain. On (B)(6) 2017, the patient underwent a revision surgery for vaginal mesh excision, sling division under urethra and mobilization of the right side until the pubic bone.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). The revision surgery was performed by dr. (B)(6). Block h6: patient codes 1994 and 3191 capture the reportable events of pain and revision surgery. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the excised mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block e1: this event was reported by the patient's legal representation in australia. The implant surgeon is: dr. (B)(6). The revision surgery was performed by dr. (B)(6). Block h6: patient code e2330 captures the reportable event of pain. Impact code f1905 captures the reportable event of revision procedure. Impact code f1905 captures the reportable event of device explantation procedure. Impact code f12 has been used in the light of the patient sought legal recourse for a personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during a procedure performed on (B)(6) 2016 to treat stress incontinence. As reported by the patient's attorney, after the procedure, the patient experienced urinary incontinence and pain. On (B)(6) 2017, the patient underwent a revision surgery for vaginal mesh excision, sling division under urethra and mobilization of the right side until the pubic bone. The removed mesh is not expected to be returned for evaluation. Additional information received on february 23, 2023: on (B)(6) 2020, the patient underwent a rigid cystoscopy procedure. On (B)(6) 2021, an examination under anesthetic was performed with the following findings noted, no abnormality detected and both ureteric jets were seen. There were no sutures noted. There were no abnormality detected upon visualization of the urethra. An 8 cm mesh on the right side was noted and a 9.5 cm on the left side which was 17.5 cm in total (previous partial vaginal excision right side). Ba -2, bp -1, c (cervix) -5. A groin dissection and a complete removal of the mid-urethral sling procedures were then performed. Longitudinal groin incisions were performed bilaterally. Dissection to fascia with diathermy and fascial incisions with diathermy were performed. Muscle splitting technique was used. The sling edges were identified and a sharp dissection to mobilize sling form the surrounding tissues. The fascia, subcutaneous fat, skin and groin were closed using sutures. Cystourethroscopy was then performed noting no sutures nor injury to the bladder/urethra. No other abnormalities were seen and bilateral ureteric jests were seen.